Event description:
Following removal of a 5x5 cm menigioma and repair of the dural defect with a 4x5 sheet of duragen, the 3-week post operative patient observed bulging and was evaluated by physician who determined a significant subgaleal fluid collection was present indicating a significant csf leak. The patient was given a compressive dressing and discharged home. The patient will require re-operation. It is unknown at this time if the patient has undergone the re-operation to correct the leak.